Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon appears to have been previously subjected to positive pressure prior to receipt. No information was made available regarding the detached stent. The detached crimped stent was not returned with device for analysis. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The diffuse, 95% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Predilation was performed and a 16 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the stent was not returned.